Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: h6 clinical code additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date, however no product lot numbers were identified. An investigation of the device history records (DHR) could not be conducted as no lot numbers were identified and available for review. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.